Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 524mg/dl with symptoms of dehydration, polyuria, and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient failed to prime per IFU. The patient is priming 0.6 units to 0.7 units, not visually inspecting for insulin dripping from tubing while priming. This report is being made due to the hyperglycemic event the patient experienced that resulted from not priming per the IFU.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not priming per IFU).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: the black box shows evidence of loss of prime warning associated with zero force on (B)(6) 2014. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. Pump was exercised for 24 hours; no prime issues occurred during testing. The pump passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. The total daily dose adds up correctly and reflects the users programmed basal rate. Removed pump cover; a cracked trace was observed near the force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.